Event description:
It was reported, the video system center did not produce any image on the monitor and exhibited error b30 (scope communication error). There were no reports of patient harm.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), it was instructed to change the input from hdmi to serial digital interface signal on the lmd-2110md monitor and the issue for no image was resolved. The scope communication error (b30) was caused due to the debris on the scope paddle which was resolved after cleaning the contact points on the paddle. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The device malfunction occurred before a therapeutic cystoscopy procedure and the procedure was completed with the same device. A delay of 15 minutes occurred before the patient was under anesthesia. The condition of the patient was not impacted by the device malfunction and no patient or customer injury occurred. No medical interventions were required due to the device malfunction.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, to provide a correction to the initial with information inadvertently left out (g2), to provide additional information received (b5), and to provide an update to fields (d8 and h4). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon "b30 error code" occurred due to foreign object adheres to the scope connector and was resolved by cleaning the contacts of the connector. The root cause of the phenomenon could not be identified. Additionally, it is possible the phenomenon "the image is not displayed" occurred due to the wrong setting on the monitor. However, a specific root cause of the phenomenon could not be determined. The event can be detected/prevented by following the instructions for use which state: connection of an endoscope electrical contacts. "Before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and video system center may malfunction." Troubleshooting guide, code: b30, error message: scope communication err (b30). "Possible cause: foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts." "Solution: wipe the electrical contacts on the video connector using clean lint-free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the video system center." Olympus will continue to monitor field performance for this device.